Manufacturer narrative:
The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen went blank while on a patient. The customer stated the patient appeared to be short of breath and not ventilating correctly. The customer switched out the ventilator for another unit.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. It is suspected that the loss of intermittent display on start-up is due to low voltage on the back up battery.

Manufacturer narrative:
Please disregard supplemental 001; the investigation result provided was on an incorrect user interface module (uim). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The uim was cycled several times and no anomalies were found during internal inspection.